Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 4/04/2024, it was reported by a sales representative via (B)(4) that an ar-9297-15 angled reamer is damaged (non-specifically). This was discovered during an unspecified procedure, with no patient harm reported.

Manufacturer narrative:
Complaint is confirmed. One unpackaged ar-9297-15 angled reamer sleeve lot number: 052224 was received for investigation. Visual inspection noted that there was an ar-9676 angled reamer driveshaft unknown batch number stuck inside the angle reamer sleeve. Functional testing was not performed due to there being an ar-9676 angled reamer shaft stuck inside the device that cannot be removed. The most likely cause is attributed to misuse due to interference with the mating instrument. Refer to the investigation photos. Complaint is confirmed.